Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported the device displayed a decom vent screen while being used on a patient. The vent was swapped out for another device. There was no patient harm reported.

Manufacturer narrative:
The device was evaluated by a zoll field service engineer (fse) at the customer site. The reported issue could not be replicated during device testing. The device log files were provided to technical support for review, which revealed cfb entries, potentially indicating a main board malfunction. As a precautionary measure to reduce the likelihood of recurrence, technical support advised the fse to replace the main board. The main board was replaced, and the device was returned to normal operation.